Manufacturer narrative:
It was reported that a revision surgery was performed to exchange head and liner due to pain and wear. Liner was loose. The affected reflection liner and alumina femoral head, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. Without any supporting medical documentation, a thorough medical assessment cannot be performed. Review of the IFU and the risk management files identified the reported failure as potential adverse events. It was reported that the primary surgery occured in 2001. The cause of the reported event was due to wear or lifetime of device. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, this complaint will be reopened and reevaluated.

Event description:
It was reported that a revision surgery was performed to exchange head and liner due to pain and wear. Liner was loose. Delay or less than 30min reported. Replaced with s&n implants.